Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted to review the episode. Upon review, ts noted that smartpass has been disabled for low r-wave amplitudes and slow rate. Ts observed that there is irregular rhythm recorded in the atrial fibrillation (af) events likely documenting atrial arrhythmia with rapid ventricular response (rvr). The sensing vector was reprogrammed from primary to alternate after which the patient received the inappropriate shock for double detected wide complexes rhythm. Ts discussed troubleshooting and programming options. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.